Event description:
Reportedly, the instrument transected the pulmonary vessel, but did not place staples on the vessel. As a result, the patient lost 1,800ml of blood and a blood transfusion was required. Meanwhile, the tissue was oversewed to gain hemostasis and complete the case without further incident. Procedure: lobectomy, patient status: patient under observation.